Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's alarm volume and vibration were too low. The customer went to the emergency room where they were subsequently hospitalized with a blood glucose level that was displayed as ¿high¿; although a specific value was not provided. The customer was treated with intravenous fluids of saline and insulin. The customer was released on 4/12 with issue resolved and no permanent damage. Replacement pump was sent to customer to resolve the issue.